Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded electronic assembly.

Event description:
The customer reported that the insulin pump was dropped in the pool and it was no longer functioning. The customer went to swim with the device on. The customer stated that the battery was changed and no response and blank display continued. No further information was provided.